Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. This universal surgical manipulator (usm) was returned for failure analysis and the reported error 319, was confirmed and replicated. In logs, the error 319, was found indicating the axis controller carriage (acc), confirming the fault occurred in the field. Upon visual inspection, the rolling loop assembly was found damaged that would be related to the reported event. The usm was installed onto a golden system where the 319 error was triggered indicating a fault on the acc, replicating the reported event. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where ¿check all boards¿ test was found to be failing. Once testing was completed, the rolling loop fiber was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a defective rolling loop fiber on the usm acc.

Event description:
It was reported that after a da vinci-assisted cholecystectomy surgical procedure, the patient side cart (psc) would not shut off with 319 error. The site was able to disable arm1. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.